Event description:
Started having tightness in chest area, then loss of appetite and vomiting. This started in (B)(6) 2012. I went to my surgeon who took fluid out of my band, this did not help. I had my band placed on (B)(6) 2006 and never had any problems until (B)(6). My surgeon sent me for an upper gi, which showed something terribly wrong. On (B)(6) 2012, my surgeon did an endoscopy and from there did emergency. My band had eroded through my stomach and esophagus. I then ended up with an abscess in my stomach. I was in critical condition with a drain tube in my chest draining 10 pounds of fluid from my body. I could not breath from all the infection. I was on morphine, toradol and a fentanyl pain patch. When I was discharged from the hosp, I had home health care and was on a tpn pick line for 3 weeks. I am still not back to work yet, and I am still having issues with my stomach. I had more blood work ran and am due to get yet another endoscopy on (B)(6) to see if they can figure out the problem with my stomach.